Manufacturer narrative:
H3: one hotline fluid warmer was returned in excellent condition. The evaluation was started with a visual inspection, then the tank was filled with water, a temp check was attached, the in line cord was plugged and the warmer was turned on. The reported "failed over temp" issue was confirmed. The issue was caused by the device being out of calibration. The device was recalibrated to resolve the issue.

Event description:
It was reported that the level 1 hotline low flow system (hl-390) exhibited an out of box failure. The device failed the over temperature alarm test. There was no patient involvement regarding this incident. The product problem was identified during testing.